Event description:
Pump that was plugged in, reading "charge complete" when plugged in, shut down and turned off immediately after unplugging. Infusion was on hold during incident so no harm to patient.